Event description:
Manufacturer reference#: (B)(4).

Manufacturer narrative:
The concerned product was discarded by the user. A retain sample of the same batch was investigated but no non-conformities could be detected during visual and functional testing. A review of the DHR did not reveal any non-conformities relevant to the reported issue. No further complaints were reported for this batch. Since no product has been returned, the concerned product could not be investigated. But on the basis of the issue description, experience and investigation results of similar complaints it is considered as very likely that an user error occurred by applying excessive force during removal of the guide wire from the patient. As the IFU states: ¿use of excessive force may tear off the guide wire. Therefore, guide wire and catheter are to be removed simultaneously.¿ please note, getinge USA sales, llc(importer) is submitting the report on behalf of pulsion medical systems se (exemption number e2018007). Contact: (B)(6), 45 barbour pond road, wayne, new jersey 07470.

Manufacturer narrative:
Added complaint #: (B)(4) which was mistakenly not populated in section b5 of the initial report. Please note, getinge USA sales, llc(importer) is submitting the report on behalf of pulsion medical systems se (exemption number e2018007). Contact: (B)(6), 45 barbour pond road wayne, new jersey 07470.

Event description:
Manufacturer reference#: (B)(4).

Manufacturer narrative:
Further information has been requested and investigation is ongoing. A supplemental medwatch report will be sent when the investigation is completed. Exemption number e2018007 (B)(4).

Event description:
It was reported that after catheter insertion, resistance was met when intending to remove the guidewire. A portion of guidewire was found broken inside the catheter after removing the guidewire along with the catheter. No parts remained in patient; no harm or clinical consequences occurred.